Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose level (bg) of 40 mg/dl in the past. Reportedly customer did not have an active continuous glucose monitor session. Customer experienced light headedness but was able to treat their bg level without intervention. No additional information could be obtained.